Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in a restenosed previously non-abbott stented lesion in the first right posterolateral segment artery (rplsa) with one promus 2.5 x 15 mm stent. On (B)(6) 2011, routine coronary angiography revealed a 75% restenosis, associated with silent ischemia, in the first rplsa. There was no reported treatment or revascularization performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was reported that the promus was implanted in an in-stent restenosed lesion. It should be noted that the promus instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis and ischemia are listed in the promus IFU as known adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.